Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported they experienced the events of ¿itching¿, ¿hot feeling¿, ¿constant irritation", ¿paralyzing tiredness in the body, so that I can barely function¿, ¿right breast was so swollen", and ¿fever and gynecologist prescribed antibiotics¿. This relates to the right device. Device remains implanted.